Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's manager reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer's manager stated patient has and issues with 3 previous pumps with the battery cap and the pump crack down the side. The customer's manager was advised to have patient call the helpline for troubleshooting.